Event description:
A perforation occurred leading to surgical intervention where versacross connect access solution which contains versacross connect transseptal dilator and versacross rf wire and the watchman access system. Versacross connect access solution and watchman access system were prepared for transseptal through groin access. Imaging showed that the fossa ovalis and left atrium were small. The physician found it difficult to see adequate tenting in the bicaval view and was unable to visualize the wire. However, rf energy was applied, and the wire was advanced. The physicians were unable to locate the versacross rf wire after rf energy was applied. It was determined that the versacross rf wire was in the pericardium and cardiothoracic surgery was consulted. The patient was taken to the or and a sternotomy was performed. Upon opening the heart, the watchman sheath was found in the posterior wall of the left atrium. The injury was repaired, and the appendage was ligated without further complications. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross rf wire that is part of the versacross connect access solution. A separate problem report has been submitted for the versacross connect transseptal dilator,part of the versacross access solution, with the report number 3019751610-2023-00017.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.